Event description:
No further information.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction/update to the following: updated d4 UDI, h4 manufacturing date. Corrected d4 lot# (n/a) . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a burnt c cover at the the distal end. There was no patient involvement.